Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the cannula seal accessory for failure analysis evaluation. As of the date of this report, the instrument has not been returned. Therefore, the cause of the failure mode cannot be determine. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the cannula seal accessory ripped while the customer was inserting mesh inside the patient with a grasper instrument. During insertion of the grasper, the customer saw a blue fragment/piece inside the patient. The cannula seal was inspected, and it was noted to be torn. It is unknown if there was an instrument/accessory collision. The instrument wrist was straightened during removal. The fragment was retrieved using a back-up instrument during the same procedure which was completed robotically. There are no photographic images available.